Manufacturer narrative:
It is unknown whether the product has been reprocessed or resterilized. The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B) (4) medication administered. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purposes of administering medication for an advanced stage of parkinson's disease. According to the complainant, post procedure, the patient had problems with efficiency on (B)(6), 2009. The pump was stopped and medication tablets were administered. On (B)(6) 2010, fluoroscopy showed that the device was dislocated. The j-tube's position was corrected and duodopa treatment was restarted. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purposes of administering medication for an advanced stage of parkinson's disease. According to the complainant, post procedure, the patient had problems with efficiency on (B) (6) 2009. The pump was stopped and medication tablets were administered. On (B) (6) 2010, fluoroscopy showed that the device was dislocated. The j-tube's position was corrected and duodopa treatment was restarted. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient's exact date of birth is unknown however born in the year of (B)(6). (B)(4).